Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported problem. Failure analysis found the primary finding of main tube broken to be related to the customer reported complaint. The instrument was found to have the main tube broken causing the distal tip to detach. A piece measuring approximately 0.065 x 0.116 was broken off and was returned with the instrument along with the distal tip. This failure is typically associated with mishandling/misuse. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the tip of the permanent cautery hook instrument broke and fell inside the patient. Reportedly, the wires were exposed. The customer retrieved the fragment and replaced the instrument with a backup of the same kind. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the or nurse and obtained the following additional information: the fragments were retrieved through the vagina instead of the trocar during the same procedure. All fragments were retrieved and confirmed via visual inspection. The instrument was inspected prior to use. There was no damage or anything out of the ordinary. The instrument was in use for about 20-30 minutes prior to the breakage. The surgeon was dissecting tissue when the device fragment fell inside the patient. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was never removed prior to the breakage. Upon the final removal, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or to the instrument after the event occurred. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument is available for return to isi for evaluation. No photographic images of the device(s) or video recording of the procedure was available for isi review.